Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2010-04611. It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the circumflex artery (cx). A 2.75x24mm taxus liberte stent was advanced to the cx and was successfully implanted; however, after deployment of the stent a dissection was noticed in the distal part of the cx. A 2.50x12mm taxus liberte stent was the advanced to the lesion; however, the device was unable to cross the previously placed stent. The 2.50x12mm stent was withdrawn from the patient and it was noticed that the stent was damaged. The physician then advanced an unspecified balloon to the lesion for treatment of the dissection. The procedure was completed with no additional patient complications reported. The patient's condition is stable.

Event description:
Same case as MFR# 2134265-2010-04611. It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the circumflex artery (cx). A 2.75x24mm taxus liberte stent was advanced to the cx and was successfully implanted; however, after deployment of the stent a dissection was noticed in the distal part of the cx. A 2.50x12mm taxus liberte stent was the advanced to the lesion; however, the device was unable to cross the previously placed stent. The 2.50x12mm stent was withdrawn from the patient and it was noticed that the stent was damaged. The physician then advanced an unspecified balloon to the lesion for treatment of the dissection. The procedure was completed with no additional patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent moved distally on the balloon, so that the proximal edge of the stent was 4mm distal to the distal end of proximal markerband. The stent was damaged at the proximal end with the end row of struts being raised. There were kinks along the entire length of the hypotube and the outer and inner lumen were slightly kinked from between 25mm to 75mm proximal to the tip of the stent delivery system (sds). The balloon and tip sections of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).